Manufacturer narrative:
Internal complaint reference: (B)(4). H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per an additional response from the customer it was determined that there was no breakage or material separation of the device, only a deployment issue; therefore; there is no risk of fragments that could fell inside the patient. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during a hip arthroscopy, when dr. De beer was doing a laberal repair, he requested a "bioraptor anchor" for the repair. However, the release mechanism on the anchor did not deploy, leaving part of it on the anchor shaft but there was no breakage. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported.

Manufacturer narrative:
H3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of the instructions for use found: breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith & nephew drill prior to implantation. Ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a hip arthroscopy, when dr. (B)(6) was doing a laberal repair, he requested a "bioraptor anchor" for the repair. However, the release mechanism on the anchor did not deploy, leaving part of it on the anchor shaft. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.